Event description:
There were two farawave ablation catheters with issues. The first was found during prep: the splines would not extend fully and the second, there was an issue with one of the splines while in the patient. The second catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).